Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone call that the customer's vapr coolpulse 90 electrode with hand controls failed during a rotator cuff procedure due to the metal faceplate breaking and falling in the patient. The device was in saline, not buried, all debris was removed. Device was brand new, used intermittently for an hour, settings were at 220, no sparking or arcing. There were no adverse patient consequences and a 5 minute time delay. The sales rep was not present for the case. The device will not be returned for evaluation as it was discarded by the facility.